Manufacturer narrative:
Device received with all operating currents within spec passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Insulin pump passed the delivery accuracy test at 0.0874 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump not recommend a bolus. Customer's blood glucose level was 226 mg/dl. Customer other relevant blood glucose level was 202 mg/dl, 120 mg/dl and 140 mg/dl. Customer also stated that the correction bolus was incorrect. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.